Event description:
It was reported that, "the pt had a revision tka due to a wear and loosening of the medial tibia on (B)(6)."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.